Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not successfully boot up. It was observed that the device switches between the splash screen and a blank display. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.